Manufacturer narrative:
Follow-up #1 date of submission 05/06/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings:a review of the pump black box data revealed two cs 128 replace battery call service alarms on the event date, as well as evidence of a partially discharged battery installation. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated alarms. The pump case was removed, and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the pump was emitting a call service alarm. It was noted that the alarm was not able to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.